Manufacturer narrative:
The product was not returned for review as it remains implanted, therefore its condition is unknown. Manufacturing condition was not reviewed as this complaint is not against a specific device or feature of a device. The patient's white blood cell count was 14.7 x 10^3 cells per mcl, whereas the average range is 4.8-10.8. Implantation operative notes, which were a revision procedure of the previous liner and head, note no evidence of infection. The wound was irrigated with pulse lavage saline and irrisept prior to closure. No additional complaints have been received from the manufacturing lot. Component compatibility was reviewed and incompatibility was noted; the femoral stem is competitor product. This is considered an off-label use of the device, which is indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with the FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the products caused or contributed to any patient infection.

Manufacturer narrative:
Operative notes for the procedure to clean out the infected hip were returned for review, which note a moderate amount of puss, however not a lot of necrosis. The additional information gives no indication of a root cause.

Manufacturer narrative:
(B)(4)

Event description:
It is reported that following a revision surgery the patient developed an infection which required an additional surgery to clean the infected area. In addition, a hickman catheter was inserted in her chest to receive IV antibiotics.